Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously observed fluid leak/moisture within the cycler¿s cassette compartment and on the cycler set after removing the cassette from the cycler at the end of pd treatment. The patient initially reported this previous occurrence during a call to fresenius technical support when she had another reoccurrence. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The leak is from the cassette, but the specific source is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer. The reported cycler was scheduled to be returned for physical evaluation in the investigation of the most recent occurrence. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention immediately after the reported event. The pdrn indicated that the patient did not report this issue to them until after a later reoccurrence which allegedly caused the patient peritonitis (reference MFR reports: liberty select cycler # 2937457-2020-01132 and liberty cycler set # 8030665-2020-00856). The pdrn is unsure if the patient received the new cycler, if the reported cycler was returned, or if the cycler set used by the patient was available to return for physical evaluation by the manufacturer. Multiple attempts were made to contact the patient for more information, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.